Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date 09/2019). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to an ultrasound-guided breast biopsy, the device allegedly self-activated after the bottom slide was primed and both slides released. It was further reported that the procedure was performed with another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one max-core biopsy needle was returned for evaluation. Functional evaluation could not be performed due the received sample condition (i.e. Bent sample notch). Upon disassembly, it was noted that the left bumper was bent by the spring. As functional evaluation could not be performed, the investigation is inconclusive for the reported self-activation. The identified bent bumper may have contributed to the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date 09/2019).

Event description:
It was reported that prior to an ultrasound-guided breast biopsy, the device allegedly self-activated after the bottom slide was primed and both slides released. It was further reported that the procedure was performed with another device. There was no patient contact.